Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4)

Event description:
It was reported that during lead implant procedure, the parameters of the lead were not satisfactory. The lead was replaced. No patient complications have been reported as a result of this event.